Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 09/11/2019. Device returned to manufacturer: yes. Device evaluation: the product was received dry in a little jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Additional information: it was indicated that the iol is not being returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxt150 14.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The lens was explanted (B)(6) 2019 due to complaints of blurry/fuzzy visual acuity (va). There were no serious patient injuries or complications reported at explant. One-day post-op results were reported as 20/40 j10. Zxt150 lens was replaced with a non-johnson & johnson surgical vision crystalline lens. The zxt150 lens is not being returned. No additional information was provided to johnson & johnson surgical vision.